Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent, undefined low blood glucose levels due to the pump's basal rate setting needing adjustment. Customer declined to provide further information. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.